Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The engineer checked the error log and found the sample tip and cuvette waste full. The solid waste was inspected and cleared. The engineer noted that the sample probe failed to pick up a tip. The alignment of the sample probe to the tip loader was verified. The engineer performed a tip pick up test, and no issue noted. The analyzer was operating normally without stopping or sample pipetting errors. The engineer monitored the performance of the instrument and performed a follow-up service visit due to a problem with the autoloader and reagent compartment going offline. It was determined that the autoloader could not initialize. The engineer shutdown the module and serviced the dcm's (device controller modules). Post-service, the modules powered on and completed the startup without error. The analyzer was tested and verified. The customer ran quality controls (qc), and the results were acceptable. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
The customer obtained discordant, falsely depressed, thyroid stimulating hormone 3-ultra (tsh3-ul) results on an atellica im 1600 analyzer. The discordant results were not reported to the physician(s). The same samples and analyzer were used to perform repeat testing. The customer informs that the second results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tsh3-ul results.